Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation; however. The investigation is confirmed for material frayed. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced material frayed. This information was received from one source. The event involved a patient with no known impact to the patient. The weight of (B)(6) year old male patient was not provided.